Event description:
Information received by medtronic indicated that the insulin pump was cracked near the back. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
S/w version unknown, retainer ring = black, case type = ngp . Patient returned pump for an alleged cosmetic damage located at the back of pump and keypad overlay and exposure to moisture were observed on (B)(6) 2023. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage to the pcba 1 pcba 2, force sensor and motor home switch. Battery tube was realigned and powered up with a flashing white screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails and pillowing keypad overlay. Blank display was confirmed during analysis due to misaligned battery tube. Flashing white screen was confirmed due to moisture damage to the electronic stack. Cosmetic damage was confirmed at the keypad overlay and exposure to moisture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.